Event description:
During an annual routine check, the technician reported there was foreign object inside the light guide lens of the evis exera ii duodenovideoscope. The customer did not report any device malfunction(s). No patient was involved in this event. During the evaluation it was found that the nozzle was clogged with foreign objecs. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During the inspection of the returned device, other malfunctions found were scope cylinder and air/water cylinder had no color. The right/left knob had a scratch. The grip had a scratch. The switch box had a scratch. The electrical connector had discoloration. Due to wear of the angle wire, the play of the up/down knob was out of standard value. The image guide protector had a scratch. There was corrosion around the forcep elevator. The universal cord had coating peeling. Due to annual inspection, parts must be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. However, the cause of the event is likely due to humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instruction for use (IFU) section: - the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.